Event description:
The user facility reported their 4085 surgical table tipped during a patient procedure when hospital personnel attempted to unlock the bed. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the table, and identified a slide fault displayed on the hand control. When the table had tipped, the slide fault error displayed on the hand control indicating the table's improper movement. The technician recalibrated the table, ran tests in multiple articulations, and confirmed the table to be operating according to specification. The maintenance manual states "warning - tipping hazard: do not disengage floor locks when patient is on table" and "the floor locks must be engaged at all times when a patient is on the table. Failure to engage the floor locks before placing a patient on the table or disengaging the floor locks while a patient is on the table could result in the table rolling unexpectedly during the procedure." A steris account manager will discuss the importance of proper patient placement and procedure regarding the locking and unlocking of the floor feet.